Manufacturer narrative:
(B)(6) 2018, (B)(6) 2018 the customer's biomedical engineer inspected the device. The customer's biomedical engineer could not duplicate the reported issue. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator tidal volume was not showing properly. There was no patient harm reported. The event date was not specified; estimate used.